Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician was having difficulty advancing wire up the common into the right internal carotid artery (rica). The physician took different angle angiograms and noticed a dissection. The physician used a 10x30 and 10x40 enroute stent to treat the lesion and the dissection. The final images looked good. After following up with physician, the patient was reported to be doing well, with no further reported issues.